Manufacturer narrative:
The device was used for an off-label indication. The main component of the system and other applicable components are: product ID: 388928, lot# 0210587161, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 388928, lot# 0210581438, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
A patient implanted for urethral and rectal pain, via the manufacturer representative, reported they initially appeared to be "doing well" on the same trial settings at a very low voltage of 0.25v on each lead. The patient had felt stimulation in the areas of pain and there was no mention of back ache. No complaints had been voiced as of (B)(6) 2016. Four days later on (B)(6) 2016, the patient reported severe constipation and back ache. It was stated that the patient was encouraged to try all available programs and to meet with the doctor and manufacturer representative, but they declined and requested the removal of the implant. The implanted system was scheduled for removal on (B)(6) 2016 and it was noted that the lead was severely damaged upon removal. It was added that the patient had a long medical gynecological surgical history, though no further details were obtainable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.